Event description:
It was reported that during laparoscopic cholecystectomy, when a nurse took an applier and loaded a clip, a broken clip fell on a device table. As it was not clear if the clip got broken during loading or it had been broken when opened the package, the whole cartridge was replaced with a new one to continue the surgery. No clip fell in the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge was returned with two clips broken in half at the hinge and no intact clips remaining in it. The clips in the cartridge were the halves of the clips with the hooks. The halves of the clips with the pierced bossses were not returned. R & d was consulted , and it could not be determined exactly how or what caused the clips to break in half at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." Although the root cause of this complaint issue could not be determined, a CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "clip broken" was confirmed based upon the sample received. The cartridge was returned with two clips broken in half at the hinge and no intact clips remaining in it. R & d was consulted , and it could not be determined exactly how or what caused the clips to break in half at the hinge. Although the root cause of this complaint issue could not be determined, a CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips, 6/cart, 84/box, lot# 73e1800443, investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic cholecystectomy, when a nurse took an applier and loaded a clip, a broken clip fell on a device table. As it was not clear if the clip got broken during loading or it had been broken when opened the package, the whole cartridge was replaced with a new one to continue the surgery. No clip fell in the patient.